Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
Person with diabetes (pwd) reported multiple line blocked alarms on day 3. Pwd noted a bent cannula. P reminded pwd labeled to change all supplies 72 hours or sooner. Pwd replaced site, filled cannula and resumed basal delivery. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.